Event description:
It was reported that when patient presented through melin.net transmission. Upon review, the left ventricular lead exhibited loss of capture and high impedance. Patient was fatigue and brought to clinic for testing. Lead was extracted and replaced successfully. Patient was stable before, during and after surgery.

Manufacturer narrative:
External insulation abrasion was noted at 58.3 cm ¿ 59.1 cm from the connector pin consistent with lead friction to the ICD can or another device or feature of the heart. The etfe coating was abraded at this location. This is consistent with the observation from the field of high impedance and loss of capture.